Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service. This device was reprogrammed to defibrillation off and will not be explanted due to patient condition.

Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains in service. This device was reprogrammed to defibrillation off and will not be explanted due to patient condition.